Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, complication in site preparation, mobility - another size of implant was chosen.